Manufacturer narrative:
(B)(4). The customer returned an introducer needle for evaluation. The needle was returned with only a portion of the broken hub. No other components were returned. Visual inspection revealed the needle hub contained cracking and a portion of the hub was missing. Microscopic examination confirmed the cracks and stress marks in the needle hub body. The returned introducer needle could not be leak tested as the needle could not be securely attached to a syringe due to the damaged hub. The customer did not supply a lot number, however, a potential lot was determined from a sales history review for this customer. A device history record review was performed on the needle hub and the assembled needle from the potential lot and no relevant findings were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained cracking and a portion of the hub had separated. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that during the puncture the needle broke.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that during the puncture the needle broke.